Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was there any patient consequence as a result of the increased surgical time? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Are you able to provide details on how the device was removed from the patient? Did the jaws eventually open?

Event description:
It was reported that the surgeon went to fire the device and the gun locked out her went through the steps for use and couldn't unlock the gun leading to it having being cut out.

Manufacturer narrative:
(B)(4). MDR decision: serious injury. Upon review of the information provided, it was concluded that this event now meets the FDA defined criteria for a serious injury and has been revised. Additional information requested and receiced: was there any patient consequence as a result of the increased surgical time? Yes about another 1.30h was there any patient consequence or change in the post-operative care of the patient as a result of the event? Yes the patient had to stay in longer as the surgeon went open are you able to provide details on how the device was removed from the patient? In a laparotomy and cut out either side did the jaws eventually open? Yes once the gun was outside of the patient attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the surgical procedure? What anatomical structure was device being used on at time of event? What is the surgeon¿s experience with device? What troubleshooting steps were taken to open device? How was device eventually opened? What is the current patient status?

Manufacturer narrative:
(B)(4). Batch # p57r24. Investigation summary: the ec45a device was received for analysis with no visual non-conformances and with an ecr45g cartridge reload loaded on the device. The cartridge reload was received partially fired 1/2 and with damage on cartridge deck. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: what was the surgical procedure? Lar. What anatomical structure was device being used on at time of event? Bowel. What is the surgeon¿s experience with device? Experienced user. What troubleshooting steps were taken to open device? Tried to reverse the knife and wouldnt let him. How was device eventually opened? Forced open when outside of the body. What is the current patient status? Unknown.